Manufacturer narrative:
Initial reporter: reporter is a synthes employee. A review of the receiving inspection (ri) for t20 screwdriver shaft was conducted identifying that lot number gm5438507 was released in two batches. Batch1: lot qty of (B)(4) units were released on 19 nov 2019 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 07 nov 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the t20 screwdriver shaft (part #: 279702050, lot #: gm5438507) was received at us customer quality (cq) upon visual inspection, the hexdrive tip of the device was stripped. No other defect was observed. Device failure/defect identified? Yes. Dimensional inspection: measured dimensions: distal shaft next to hexdrive od = conform. Middle shaft od = conform. Major shaft od = conform. Quick coupling flat od = conform. Document/specification review: modular t-20 driver shaft (current and manufactured) was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the hexdrive tip of the device was stripped. This defect would impact the functionality of the device. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the t20 screwdriver shaft was non-functioning. There was no known patient or hospital involvement. This report is for one (1) t20 screwdriver shaft. This is report 1 of 1 for (B)(4).